Event description:
Preliminary disclosure form with operative report states that on (B)(6), 2009, patients superior rim cracked when the original asr cup was impacted into the acetabulum. The cup was removed and bone grafting was done at the superior acetabulum region. Cup was not used in patients asr hip implant.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.